Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a constant tone when she inserts a new battery into her insulin pump. She stated she had left her insulin pump in direct sunlight. Customer's blood glucose was 382 mg/dl. She treated her high blood glucose with a manual injection. The customer was advised to insert a new battery. She stated the constant tone had disappeared. Troubleshooting instructed the customer to perform a self test. While troubleshooting, the customer stated the insulin pump alarmed excessive no delivery. The customer stated her temp basal was not programmed before the alarm occurred. No additional information provided.